Manufacturer narrative:
This device is used for therapeutic purposes. Note: awaiting receipt of the device to confirm the product number. (B)(4).

Event description:
It was reported that "after inflating the cuff at the distal end of the tube, the inner tube is being blocked. In that case the ventilation of the patient is impossible. After extubating the tube and intubate a new one, the ventilation was normal." Additional information was received: during a thyroid surgery, 30 min after the initiation there was suddenly no chance to ventilate the patient despite massive ventilation pressures. An intraoperative bronchoscopy was performed and intubation verified. Intraoperative intervention to exclude pneumothorax. When max volume of 0.5l is reached on the respirator with peak pressures of 40 at peep 0, head and thorax act compressed [jammed]. Reversed breath sounds; possible bronchospasm. Administered propofol bolus, ketanest, esmeron, atrovent + supra, supra fractional IV. No ventilation possible; possible allergic reaction to emg tube. Reintubated with another tube and found immediate easy ventilation.

Manufacturer narrative:
(B)(6). Date of this report: 01/27/2016. Describe event or problem: additional information received: ¿the patient was intubated; [approximately 1 hour] after intubation it wasn¿t possible to ventilate the patient.¿ ¿the doctor checked the tube placement via bronchoscopy and applied also additional medication to the medication and the higher pressure kept the patient stabile enough to end the operation and move the patient to ICU.¿ ¿the doctor said that not the distal end from the tube has been blocked from inside, it was the proximal end.¿ the patient remained in the ICU for approximately 4 hours, ¿when relaxation had vanished the body.¿ the surgery was completed at that time. It has been confirmed that there was no patient impact, and at this time ¿the patient is healthy.¿ is this a single-use device that was reprocessed and reused on a patient? No. Device available for evaluation? Yes. Returned to manufacturer: 02/03/2016. (B)(4). Date received by manufacturer: 02/24/2016. Product evaluation: for analysis, 1 un-sealed sample, part number 8229985, from lot number [no information] was received. The device was received with non-medtronic packaging, a 10cc syringe attached to the inflation tube, an additional 20cc syringe, and 2 secondary adaptors. When compared to the assembly drawing and master specification: visually, the cuff was fully deflated when received and there was no obstruction of the main tube inside diameter. The cuff was inflated with 20 cc of air in order to perform the delamination check per specification. With the cuff inflated, delamination (blockage) was observed extending 2¿ along the inside diameter of tube. The blockage covered a majority of the inside diameter and was on the proximal end surrounding where the inflation tube is connected to the main tube. The extent of the blockage made using the designated gauge ball unnecessary. (B)(4).

Event description:
Additional information received: "the patient was intubated; [approximately 1 hour] after intubation it wasn't possible to ventilate the patient." "The doctor checked the tube placement via bronchoscopy and applied also additional medication to the medication and the higher pressure kept the patient stabile enough to end the operation and move the patient to ICU." "The doctor said that not the distal end from the tube has been blocked from inside, it was the proximal end." The patient remained in the ICU for approximately 4 hours, "when relaxation had vanished the body." The surgery was completed at that time. It has been confirmed that there was no patient impact, and at this time "the patient is healthy."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.